Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, noise resulting in automated mode switch episodes was observed on the atrial lead. The patient was asymptomatic. The noise could be reproduced through arm stretches. All other electrical values were normal. No changes were made and the patient would be monitored.

Event description:
New information reported stated that on (B)(6) 2016 the atrial lead exhibited noise and inappropriate mode switches. The noise could be reproduced with pocket stimulation and the manipulation of the device. The device was reprogrammed and the patient would continue to be monitored.